Manufacturer narrative:
The product was not returned for review. However, an x-ray was provided by the customer. Based on the x-ray, the customer¿s complaint was confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined; however the most probable cause was identified as impact from the patient¿s fall.

Event description:
The dentist reported that patient fell and broke his abutment and screw. The dentist is planning to remove the remaining part of the screw.